Event description:
Covidien received information that this n65 pulse oximeter is missing display segments on (B)(6) 2014. There was no patient involvement.

Manufacturer narrative:
Verified the device was missing segments. Isolated to the universal interface (ui) printed circuit board (pcb). The device was repaired and passed testing. The manufacture date is unknown as the date could not be located in the system. (B)(4).